Event description:
The manufacturer received information alleging a ventilator patient was found with their circuit disconnected between the flex tube and hme. The ventilator was reported to be alarming for "circuit disconnect" when the patient was discovered. The patient's spo2 desaturated to 74%. Once the patient was reconnected to the ventilator the patient's condition improved. No allegation has been made against the device. The device operated and alarmed as designed.